Event description:
It was reported that the customer was hospitalized with a low blood glucose of 26 mg/dl, and the father felt that it was due to the problem with the drive support cap. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked end cap. Unable to perform the basic occlusion, occlusion, prime and excessive no delivery test due to cracked end cap. Drive support disk was inspected and no anomaly noted. The insulin pump was received with a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.